Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 23 months ago. Aneurysm and vessel morphology from the time of implant were not reported. Vessel morphology at the time of event was reported as the aortic neck has severe disease progression resulting in aortic neck dilatation. The CT demonstrated a type I endoleak. The physician elected to repair the endoleak with an aneurx aortic cuff and a talent aortic cuff, and the endoleak resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (endoleak), (severe disease progression resulting in aortic neck dilatation). (Secondary intervention).